Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was over 500 mg/dl. A manual correction injection was administered to address elevated bg. Customer reverted to an alternate method of insulin delivery.